Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had no bluetooth (ble) telemetry. This was noted prior to the procedure and there was no patient involvement. The ICD was not used.

Manufacturer narrative:
The reported event of communication anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.